Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that patient was taken off of flex dosing delivery (B)(6) 2018. There had been no calls or telemetry readings since (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving dilaudid, 30 mg/ml concentration at 6.238 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the new pump implanted in (B)(6) 2017 was having continuous motor stalls and recovery. Patient was having adequate therapy with no reports of underdose or overdose symptoms. None was known for environmental/external/patient factors that may have led or contributed to the issue. Patient was asked if there was anything in her daily life that could be interfering with her pump and she said no. At the time of this report, the issue had not been resolved and patient status was alive-no injury. Patient heard the alarms and called the office to have her pump read. No symptoms had been reported by patient or managing healthcare professional. Pump log was attached and the motor stall and recovery repeatedly occurred from (B)(6) 2017 to (B)(6) 2018. No further complications were reported.